Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative antibody screening tests of two patient samples when tested with anti-human-globulin, anti-igg solidscreen ii on tango infinity. In a qc run two hours prior to the false negative test result , the very same ahg bottle that later yielded the false negative test result was still working correctly and yielded a positive result. A regular quality control run on the instrument the next day (22 hours after the (B)(6)) failed. When the ahg bottle was replaced, the qc run on this instrument passed. Re-testing of the patient samples showed that the samples were previously reported to be negative but found to be positive. One patient was supposed to have an anti-jk(a), the second patient with unknown history is still investigated at the customer's site. In addition to all affected reagents, the tango infinity was thoroughly inspected and its process data analyzed. Analysis of the controls archive data showed that the bio-rad solidscreen ii control was not used as qc but an in-house sample with a (B)(6) result prepared from immucor anti-d monoclonal blend. If the behavior of the material used for a control is well known and can be regarded as reliable this is an acceptable procedure. However the control results in the log-file of the concerned instrument are conspicuous since they failed a lot from the (B)(6) on and even the valid results varied a lot from day to day from (B)(6) on. This usually indicates that the instrument or the (B)(6) assay respectively may have not been functioning properly. This should have been recognized as suspicious latest on (B)(6) when the reaction strength was much too low and the control result modified manually. These failed controls should have resulted in a request for a bio-rad service engineer to look for a root cause. It seems however that this had not been recognized by the operator before (B)(6) when the false negative patient results were generated. According to the data analysis and the information provided by the customer and the us organization no real cause for the unusual behavior and the false negative results has been found. However we cannot exclude any participation of the instrument either. Therefore we want to investigate the instrument in detail as soon as it has been shipped back from the customer to our premises in germany.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative antibody screening results of patient samples when tested with antihuman-globulin (ahg), anti-igg solidscreen ii (ssc ii) on tango infinity. On (B)(6) 2016 at 10 pm the ssc ii quality control (qc) run failed several times. Only exchanging the ahg vial with a fresh one resolved the issue and the qc passed. The customer re-tested all patient samples run before the failed qc on another tango infinity instrument (B)(4). Three of them, which previously yielded false negative results, were determined as correct positives. The quality control laboratory at bmd tested their retained lots of the concerned ahg and biotest cell 1&2 products with several different samples and bmd controls. All positive and negative results were correct. The reagents provided by the customer showed correct test results, except for the ahg bottle associated with the false negative antibody determination, which showed no reactivity at all. Because of slight turbidity, the vial was tested for microbiological growth by an external laboratory. A microbiological contamination by bacteria and fungus could be excluded. An additional specific external investigation instructed by r&d confirmed, that the ahg was contaminated with human plasma sufficient to inactivate the anti-igg in the vial. The log files created by tango infinity were examined in detail. These did not show any anomalies concerning the processing of that particular sample, which could have led to false negative results. All process data are plausible. To analyze the affected instrument in detail, the tango infinity system was de-installed at the customer site and shipped for investigation to germany. All instrument parts that are responsible for a solidscreen ii run were analyzed. Testing of parts like the incubator, washer and centrifuge performed without any issues. The outer surface of the pipettor probe was covered with plasma due to an insufficient washing procedure. At r&d an investigation was performed with the deactivated washing process of the outer surface of the probe over a total period of 14 days. The probe became more and more dirty by deposits of plasma and cells, first slightly and then dramatically in the second week. Nevertheless, this probe did not cause any deviation of the expected antibody screening results and no inactivation of the ahg could be observed. Conclusion: after intensive analysis we could not identify a root-cause for the false negative antibody screening. The only established fact is that the inactivation of the ahg reagent was caused by human plasma. There is no direct evidence for the root-cause of the inactivation. The inspected instrument did not show any indication for malfunction. Having all the investigations completed, we regard the plasma coated pipettor probe as the most likely cause for the ahg inactivation, because it cannot be fully excluded that the inactivated ahg was caused by the plasma contaminated pipettor probe. Noticeably, over a period of two weeks before the incident occurred, several qc runs failed. The customer did not correctly interpret the failed qc results and kept repeating the qc results until a positive result was obtained. This repetitive testing should have been brought to attention of bmd service.